Event description:
Reference number (B)(4). Event occurred in jordan. It was reported that patient experienced bent cannula infusion set which led to hyperglycemia event on (B)(6) 2026. The infusion set was in use for second day. The site of insertion was abdomen. During second day of insertion, the patient subsequently went to emergency room on (B)(6) 2026 and remained for less than twenty-four hours due to elevated blood glucose level. During hospitalization, patient experienced symptoms including thirst, tired. The patient's blood glucose level was 570 mg/dl and was treated with insulin by pen and insulin infusion (IV). No further information available.